Manufacturer narrative:
Updated data: b4,d5,e1(name),e2,e3,g2,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units wheels need replacement. There was no patient involvement.

Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) units wheels need replacement. Wheels got damaged, most probably age factor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated and observed that wheels damage due to age. He replaced trolley wheels to fix the issue. All functional and safety checks performed to meet factory specifications. The unit returned to the customer and cleared for clinical use.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units wheels need replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.